Manufacturer narrative:
The root cause of the revision surgery was identified as dislocation after (B)(6) months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause was identified as dislocation. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue or improper surgical technique.

Event description:
Revision surgery - the surgeon dislocated the morse taper between the stem and humeral tray.